Event description:
It was reported that during an angioplasty procedure, there was leakage at the y-connection during balloon pressurization. Reportedly, the y base of the catheter was allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. The video shows the inflation luer of the pta device connected to an inflation device, and a guidewire threaded though the guidewire luer. Inflation is attempted but fluid is seen leaking from the bifurcate. The exact source of the leak is unknown. No other anomalies were noted. Therefore, the investigation is confirmed for the identified leak as water was noted leaking from the bifurcate. However, the investigation is inconclusive for the reported burst container or vessel as no objective evidence was provided for review. A definitive root cause for the reported burst container or vessel and identified leak could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: d2b (lit; dqy), d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, there was leakage at the y-connection during balloon pressurization. Reportedly, the y base of the catheter was allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: d2b (lit; dqy). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.